Manufacturer narrative:
The customer's calibration and qc recovery were found to be acceptable. Based on calibration and qc data a general reagent issue could be excluded. The field service engineer was dispatched and performed a decontamination of the instrument's fluidic system, replaced parts, and performed adjustments. The provided instrument alarm trace did not indicate an issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. H3 other text : na.

Event description:
The initial reporter received a questionable crej2 creatinine jaffé gen.2 result for one patient sample from the cobas 8000 c 702 module. The patient had two sample tubes collected at the same collection time as the request for testing was from two different physicians. Sample 1 initial result was 0.65 mg/dl and was reported to the physician. Sample 2 result was 0.87 mg/dl. This result generated a delta check from the lis system so the customer repeated both samples. Sample 1 repeat result was 0.91 mg/dl. Sample 2 repeat result was 0.88 mg/dl. A corrected report was issued for the result of 0.91 mg/dl. The reagent lot number was 48088001 with an expiration date of 28-feb-2022.